Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the device did not cut on the postural side. The tissue tore when the device was removed. A colostomy was performed to correct the area. The case was extended by more than 30 minutes and there was bleeding reported, although the amount was unk. There was unanticipated tissue loss.